Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent implant on (B)(6) 2025, and following implant, the patient experienced multiple low flow alarms, initially responding to volume and albumin, however the alarms continued into the morning. Log files were sent for review due to clot concerns. The event log displayed multiple low flows as mentioned where the low flow estimator dropped below 2.5 liters per minute (lpm). There did not appear to be any type of mechanical circulatory support equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. The event log displayed a few low_speed_advisory(s) on (B)(6) 2025 at ~8:54am due to the pump set speed (4700 rpm) momentarily set lower than the low set limit (5200 rpm). The data reviewed did not contain attributes which would suspect the presence of thrombus or clot within the motor chamber, however further investigation and images was recommended. There were no other unusual events seen within the log files.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the report of low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, the report of suspected thrombus could not be confirmed through this evaluation, as no images were submitted and the device remains in use. The submitted controller event log file contained data from 04:34:49 through 09:11:03 on (B)(6) 2025. The stored patient speed was set to 5400 revolutions per minute (rpm) with a low-speed limit of 5200 rpm. Low flow events were captured throughout the file, multiple resulting in low flow alarms. During these events, flow ranged from 2.2-2.4 liters per minute (lpm). A low-speed advisory alarm was captured at 08:54 due to the stored patient speed being temporarily set below the low-speed limit. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.